Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had a complete revision ¿because there were a lot of issues and their device was turned off for about a year and so they just replaced it.¿ it was stated that it had been less than 12 hours since the surgery and they ¿did not know what they found in there.¿ additional information was received from a manufacturer representative. It was noted that the patient is also a pain patient that has a lot of pain issues, and that they had bi-lateral devices. It was noted that the patient was having discomfort, pain, from the device on the right side, so they turned it off. It is unknown when this began. It was also reported that the left ins was low on battery. During the revision, the left ins was removed due to battery life end, the right lead was removed, and the right ins was moved to the left side, as it still had battery life in it. No further patient complications are anticipated or expected as a result of this event.